Event description:
As reported by the equinoxe shoulder study, the patient had a right tsa implanted and approximately 2 years post they presented with disassociation of polyethylene. The patient had retracted their shoulder blades while driving, and experienced a pop/increased pain/decreased motion. The patient underwent a standard reverse with preserve stem revision surgery in (B)(6) 2024 and the torque screw, humeral tray, humeral liner, glenosphere, and glenosphere locking screw were removed. The outcome of this event is now considered resolved and the case report form indicates that this event is definitely related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated. No further information.

Manufacturer narrative:
D10: concomitants: 300-30-06 - equinoxe preserve stem 6mm : 7080219. 320-06-42 - glenosphere 42mm : 7272916. 320-10-00 - equinoxe reverse tray adapter plate tray +0 : 7299679. 320-15-08 - sup/post aug plate, r rs glenoid baseplate : 7266644. 320-15-05 - eq rev locking screw : 7117738. 320-20-00 - eq reverse torque defining screw kit : 7294308. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm : s345345. 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm : s297027. 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm : s301226.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported may have been due to disassembly of the humeral liner from the humeral tray, and/or loss of range of motion. However, the reported disassembly and loss of range of motion could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.